Manufacturer narrative:
Siemens filed the initial MDR on 21-feb-2019. Corrected information (26-feb-2019): the sample identification number was corrected in section b6 from (B)(6).

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer did not provide the ranges for the quality controls. The instrument files were reviewed. A siemens technical applications specialist (tas) was dispatched to the customer's site. The tas reviewed the instrument and instrument data files, auto aligned the loci arm and reagent 2 arm, and replaced the liner and cup. The base line was reset and sairs service testing was run 50 times and passed. The systems check was run and passed. Precision testing was performed, which was acceptable. The tas determined the customer is centrifuging samples at a spin speed of 4600 for four minutes and may also use stat spin. The customer is now using a spin speed of 2600 for ten minutes. The laboratory does not report initial critical ctni results until the samples are re-spun and repeated. The customer is using light green gel tubes, instead of dark green top tubes for ctni samples. The customer is using the stat spin centrifuge to spin the repeat samples. The potential cause of the discordant, falsely elevated ctni results is use error. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s), the samples were repeated on an alternate dimension instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.